Event description:
It was reported that the vns patient passed away. The cause of death was unknown. The nurse reported that the patient had been very sick with epilepsy and related problems and vns was implanted a year prior as a last effort to provide the patient with some help. It was unknown if an autopsy was performed. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that it was felt that vns helped the patient live as long as possible. It was reported that the patinet responded to vns therapy and it seemed to give the patient back control of her life. It was reported that the patient was in hospice care at the time of her death. No additional relevant information has been received to date.